Manufacturer narrative:
B3: updated the date of event. D9: updated the devices return information. Investigation summary: the cause of the reported controller error was due to contamination found in the optical connector.

Event description:
Controller error alarm kk on sunday, (B)(6), the physician attempted to use cpsa by turning on the ic8897 controller, but immediately afterward a controller error alarm occurred, rendering it unusable. Instead, he used the ic8916, and support has started without any problems.

Manufacturer narrative:
B1. Brand name updated. B5. Event description added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. During setup for impella support, controller error occurred. Team stated that, after device startup, controller error alarm occurred in the automated impella controller (aic) and the device could not be used. Back-up console was used instead without issue. This is considered a reportable malfunction.